Event description:
Information was received indicating that at the end of therapy, a smiths medical cadd legacy plus pump exhibited no disposable pump won't run and there was no air in line. No patient consequences were reported. No adverse effects were reported.